Event description:
It was reported that a 15 cm (6") appx 0.21 ml, smallbore ext set w/microclave® clear, clamp, rotating luer experienced a tear when treating a 12-year-old patient, the extension with bidirectional valve remained blocked in the lumen of the catheter after loosening the screw thread. The patient had to be re-infused because the peripheral venous line was torn. There was no blood loss considered clinically significant. It was unknown which drug was administered. There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.